Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced labelling issues. The following information was provided by the initial reporter: the blue print on the carton surface containing the lot number and barcode was partially coming off.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced labelling issues. The following information was provided by the initial reporter: the blue print on the carton surface containing the lot number and barcode was partially coming off.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.